Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. D19666, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, headache, multigravida and parity 3. Concurrent conditions included breast tenderness and libido decreased. Concomitant products included alprazolam (xanax), amlodipine (norvasc) and medroxyprogesterone (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain"), the first episode of nausea ("nausea"), visual impairment ("change in vision"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain"), abdominal pain lower

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. D19666, d19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, headache, gravida ii and parity 3. Concurrent conditions included breast tenderness and libido decreased. Concomitant products included alprazolam (xanax), amlodipine (norvasc) and medroxyprogesterone (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain"), the first episode of nausea ("nausea"), visual impairment ("change in vision"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain"), abdominal pain lower ("lower stomach pain"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("thinning hair"), abdominal pain ("abdominal pain"), pain ("body aches"), acne ("acne"), abdominal distension ("bloating"), toothache ("tooth aches"), peripheral swelling ("swelling in hands / feet swelling"), joint swelling ("ankles swelling"), pruritus ("itchy "), formication ("crawling sensation"), migraine ("migraines"), the second episode of nausea ("nausea"), the second episode of alopecia ("hair loss") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, pain, acne, abdominal distension, toothache and joint swelling had not resolved, the peripheral swelling, headache and anxiety was resolving, the pruritus, formication, visual impairment, bladder disorder, urinary tract disorder, migraine, the last episode of nausea, vaginal discharge, weight increased, the last episode of alopecia, arthralgia, abdominal pain lower and depression outcome was unknown and the fatigue and mood swings had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, formication, genital haemorrhage, headache, joint swelling, migraine, mood swings, pain, pelvic pain, peripheral swelling, pruritus, toothache, urinary tract disorder, vaginal discharge, visual impairment, weight increased, the first episode of alopecia, the first episode of nausea, the second episode of alopecia and the second episode of nausea to be related to essure. The reporter commented: she has been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. She expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events:rashes or skin conditions type: itchy /crawling sensation, bladder or urinary problems or changes, migraines / headaches, nausea, pain, vaginal discharge, vision/eye problems type: sudden changes in eyesight, fatigue, weight gain / loss specify which one: weight gain, depression, anxiety, lower abdominal pain were added. Concomitant disease, concomitant drugs, historical condition, historical drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.